Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rect0128 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient implanted a vein PICC at (B)(6) 2020:40, received chemotherapy and informed about the purpose and precautions. On the 4th-14th, he was discharged with a PICC catheter. The patient returned to the hospital at (B)(6)-10:05 for PICC maintenance. When the tube was flushed, liquid leaked at the interface.